Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (aortic neck diameter). Review of pre-implant cta¿s revealed that the patient had a 5.7cm max diameter aaa. The proximal neck diameter just below the renals measured 16mm (off label), and 15mm lower was 19mm. The distal aortic diameter measured 19mm, and the iliacs were mildly tortuous and calcified. The rcia diameter ranged from 12 ¿ 11mm and the lcia diameter was 12mm. Review of cta¿s from 2 years post-implant confirmed that the patients aaa measured 7cm max diameter. There was contrast seen outside the stent graft from a likely proximal type I endoleak. The bifurcate is currently 10 ¿ 15mm below the renals and the bifurcate proximal od is 22mm. There is little to no remaining proximal neck length with minimal stent graft radial apposition. The ipsi limb was placed into the right common iliac artery and the contra limb is within the left common iliac. Both limbs are patent. No other stent graft issues are observed. Review of several still angio images during an intervention (unknown date) revealed that the endurant bifurcate was approximately 15mm below the renals; the suprarenal stent apices were at the level of the renals. Another mfg. Stent graft had been placed proximal to the bifurcate, just below the renals, and multiple aptus anchors were seen placed between the renals and the bifurcate. No clear endoleak could be seen. The exact cause of the proximal type I endoleak could not be determined from the films provided. Earlier post-implant films were not available for review, and the original implanted position of the bifurcate is unknown. There is currently little remaining proximal seal due to no neck length and little radial apposition. This may have been caused by disease progression. Implanting the 23mm bifurcate within the 16mm aortic neck (at implant) is not indicated and may have also contributed to the type I endoleak.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently on with abdominal pain. The CT shows a prominent type ia endoleak. The aortic neck was 2.5 cm at implant but now 7mm long. The stent graft was implanted a little low (5mm estimated). Now the aaa starts right at or below the fabric. The patient received an intervention where another manufacturer's 23mm cuff was implanted in conjunction with 10 aptus anchors and the endoleak was resolved. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.